Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of below 50 mg/dl. Reportedly, customer initiated multiple boluses preceding the low and overrode the recommended amount to give higher dose causing them to go low. Reportedly, customer attempted to self-treat via consumption of carbohydrates; however, was treated with a glucose shot and intravenous therapy at the ER. Customer was released on (B)(6) 2023 with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.